Event description:
It was reported that the patient went to the physician's office two weeks after implant to get the inflatable penile prosthesis (ipp) cycled by the physician. Cycling was attempted by the patient at home but unsuccessful. The patient attended more office visits in which troubleshooting techniques were attempted to no avail. Five months later, a surgical procedure was performed in which the existing device was removed and replaced. There were no patient complications related to the device and the patient fully recovered following the procedure.

Manufacturer narrative:
Fields updated: adverse event/product problem, outcomes attrib to adv event, describe event or problem, explant date, type of reportable event, if follow-up, what type? Investigation summary: based on the information available, the cause that contributed to the reported cycling issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed.

Event description:
It was reported that the patient went to the physician's office two weeks after implant to get the inflatable penile prosthesis (ipp) cycled by the physician. Cycling was attempted by the patient at home but unsuccessful. The patient attended more office visits in which troubleshooting techniques were attempted to no avail. There were no patient complications related to the device.